Event description:
Allegedly, the doctor was drilling and the drill bit malfunctioned and fragmented in the pt during surgery.

Manufacturer narrative:
The drill bit was sent back and visually inspected. Device history record was checked and showed no deviation. The characteristic of the damage is more related to an unproper handling of the drill bit by the surgeon. Nevertheless, aap implantate (B)(4) asked three times the distributor in the united states, which is (B)(4), for further info, but did not receive something. Therefore, the file has been closed.